Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the proximal to mid circumflex artery. After a 6f non-bsc guide catheter and guide wire were advanced, a guidezilla ii guide extension catheter was advanced for additional support. Subsequently, pre-dilatation was performed with a 3.0 x 12 emerge balloon catheter and inch worming the guidezilla ii to the mid circumflex. A 4.00 x 24 synergy drug-eluting stent was then advanced to treat the lesion. However, upon visualization of the stent at the proximal circumflex artery, it was noted that the stent moved approximately 5mm proximal to the distal stent marker on the balloon. It was believed that the stent interacted with the collar of the guidezilla ii. The stent was then removed from the patient without any issues and intact on the balloon, and the procedure was completed with a 4.00 x 28 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.